Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer requested a quote and sent pictures showing some sort of electrical/fire damage to the joystick and stating the charger started smoking. (B)(6) states the provider alleges the joystick melted down and the charger was hot.

Manufacturer narrative:
Dynamics evaluation found that the most likely root cause of the failure was inappropriate location of cable ties when using a moveable remote mount, which caused a reduction in current carrying capacity of the connectors or pcb joints due to excessive repetitive mechanical stress of the shark bus plug and connector. This fault then combined with a faulty battery charger supplying a higher rms current than that specified by the charger manufacturer to cause a cascading failure of the connector and/or pcb joint.

Event description:
Dealer requested a quote and sent pictures showing some sort of electrical/fire damage to the joystick and stating the charger started smoking. Tbm states the provider alleges the joystick melted down and the charger was hot.

Manufacturer narrative:
Additional/updated information was added to reflect the joystick, cable, and charger being returned to the manufacturer for evaluation, and subsequent testing verified the complaints. Per the expanded evaluation report, the joystick and cable were melted together at the connector port. The back of the joystick and the cable had heat damage. The cable wires had melted insulation and the wires were exposed. The joystick also had heat damage to the pcb, connector, and wires. The underlying cause could not be determined. The joystick and cable were forwarded to dynamics for further evaluation. Per the expanded evaluation report, when the charger was turned on and was charging a set of test batteries, it began smoking after a few minutes. The side case was removed and the smoke was observed to be coming from the electrolytic capacitors. The capacitors showed signs of bulging on their tops and a residue was observed on one of the capacitors and on the side case above the capacitors. Therefore, the most likely underlying cause of the charger smoking was due to a failure of the capacitors. The following fields were updated accordingly.

Event description:
Dealer requested a quote and sent pictures showing some sort of electrical/fire damage to the joystick and stating the charger started smoking. Tbm states the provider alleges the joystick melted down and the charger was hot.